Manufacturer narrative:
Follow-up # 1 date of submission 9/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. (B)(4). Follow-up #1 date of submission 9/02/2016 - correction to device available for evaluation: product was returned to the manufacturer on 8/04/2016.

Event description:
.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 069 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.